Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this pacemaker had a full system extraction due to wound dehiscence and hematoma in the pocket. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable, therefore no problem was detected. Correction to field b1: adverse event/product problem.

Event description:
It was reported that the patient with this pacemaker had a full system extraction due to wound dehiscence and hematoma in the pocket. This device was explanted. Additional information received indicated that the system was not replaced and had another surgical procedure to explant system. The device and leads will be returned. No additional adverse patient effects were reported.